Event description:
Customer reported that in the middle of the sawing operation, the power drive 530.100 with serial number (B)(4) stopped. After the machine was wobbled, it continued to saw. The handle of the device got very hot. This process repeated during op several times. On one battery slot (sn: (B)(4)) there were burn marks visible. Customer sent for repair additionally to the power drive following devices: 2 battery cases with serial number (B)(4), battery with serial number (B)(4)and a oscillating saw attachment with serial number (B)(4). No deficiencies against the battery case with serial number (B)(4)and the battery with serial number (B)(4). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the device did not function properly. This was contributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.